Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported difficulty connecting tubing, leaking, holding blood in the hub, and causes patient discomfort at times. There was no report of patient harm